Manufacturer narrative:
(B)(4). Batch #: v96591. Additional information was requested and the following was obtained: did the electrode ceramic separate or break off? Surgeon reported that electrode broke off. Did the I blade get damaged or break off? Unknown. Is the jaw damaged but not broken off? The jaw piece broke off. Is the top jaw loose but not detached? Unknown. Is the top jaw ptc material damaged? Unknown. Is the black ptc in the upper jaw detached? Unknown. Is the top jaw broken off the of the device? Yes, broke off device. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lap hysterectomy, while taking down adhesions, the jaws of the device broke off. There were no patient consequences.